Event description:
Internal report number for reference: (B)(4). Event has been reported to (B)(6) authorities and took place in (B)(6). A tuohy cannula (component of epilong-kit for epidural anesthesia) got loosened from hub during intervention. The physician was able to remove the cannula without add'l intervention from the pt's back. The device will be sent to MFR for investigation.

Manufacturer narrative:
The failure could not be duplicated. The info supplied was not sufficient to clearly identify the root cause. During mfg process hub-to-needle-bondage is tested and documented. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. If no further info becomes available, pajunk considers this file as closed.